Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a gradual increase in the pace impedance measurements was noted when it comes to this implantable cardioverter defibrillator (ICD) and competitor lead. The values were high and out of range. In additional noise was seen on the right atrial channel. Boston scientific technical services (ts) discussed evaluating the leads and continuing to monitor the patient as there may be an issue with the leads, although this was not confirmed by the field. At this time no further action was taken and the system remains implanted. No adverse patient effects were reported.